Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: werner weber, ralf siekmann, bernhard kis, and dietmar kuehne. Treatment and follow-up of 22 unruptured wide-necked intracranial aneurysms of the internal carotid artery with onyx hd 500. Ajnr am j neuroradiol 26:1909¿1915 september 2005 the purpose of this study was to demonstrate endovascular treatment of wide-necked aneurysms of the internal carotid artery with the liquid embolic agent onyx hd 500. Between june 2001 and october 2003, a total of 22 patients were treated with onyx liquid embolic system hd 500. There is no permanent severe morbidity and no mortality at follow up. The authors conclude that the treatment of wide-necked, large or giant ica aneurysms with onyx hd 500 is a treatment option in these cases. The benefit is a primary high and stable occlusion rate and good clinical outcome. The device will not be returned for evaluation as it was consumed in the event. There was limited device information available in the article; there were no lot numbers reported. Based on the reported information, there is no evidence suggesting that the device/product was defective, but rather a procedure related event. Additional information has been requested on the cases in this article, however, no response has been received. Should the information become available, a supplemental report will be submitted. Mdrs from this literature review: 2029214-2017-00677, 2029214-2017-00678, 2029214-2017-00679, 2029214-2017-00680, 2029214-2017-00681, 2029214-2017-00682, 2029214-2017-00683, 2029214-2017-00684, 2029214-2017-00685, 2029214-2017-00686, 2029214-2017-00687, 2029214-2017-00688, 2029214-2017-00689.

Event description:
Medtronic received information through literature review that the patient experienced onyx migration into the parent artery, causing an occlusion in the internal carotid artery. This did not require treatment and the patient was asymptomatic. The patient was receiving onyx embolization treatment for an aneurysm in the ophthalmic segment of the carotid artery. The aneurysm dimensions were height of 25mm, width 25mm, and neck 12mm respectively. A loading dose of 300 mg clopidogrel was administered on the day of the procedure. During the procedure, the patient was systematically heparinzed (partial thromboplastin time [ptt] >60 seconds), and 500mg aspisol intravenously was given after treatment when the balloon catheter was removed. 0.16mls of onyx hd was administered and the aneurysm was 100% occluded, however, onyx migrated into the parent artery, creating an ica occlusion. The patient was asymptomatic from this and it did not require treatment. Additionally, the patient was observed to have experienced a transient ischemic attack immediately after the procedure, which disappeared completely before discharge. The ptt controlled systemic heparinization was continued for 72 hours. On day 1 after the procedure, treatment with 75 mg/day clopidogrel and 100mg/day acetylsalicylic acid for a minimum of 6 weeks was started. Digital subtraction angio (dsa) performed at 8 months showed 100% occlusion of the aneurysm and the patient remained asymptomatic.